Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not reported. Omnipod software app version: data not reported. Operating system: data not reported. Hardware: data not reported. Cgm sensor type: data not reported. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site, while wearing the device for 72 hours. Patient reported they removed the pod and the infusion site appeared to be red and there was a hard nodule forming. The patient sought medical treatment and reportedly required surgical intervention to treat the infection. The patient spent 5-6 days in the hospital recovering. The patient was treated with an intravenous drip antibiotic in the hospital, and was then sent home with oral antibiotics, and received home care to flush the wound three times per day. No impact to blood glucose levels were reported. After three weeks, the patient was re-admitted to the hospital and received surgical intervention again to drain the infection site. Patient spent another 5-6 days in the hospital on bed rest and was treated with intravenous antibiotics. Patient was sent home and received home care to flush the wound three times per day. Two events were opened to capture each surgery. The first case is captured under insulet report reference number (B)(6) and the second captured under insulet report reference number (B)(6).